Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy, on the second firing on the sleeve, the device partially fired. The stapler stopped halfway through the reload and would not go further. The knife blade did retract. They tested a new reload on paper and it worked well on the device. So another reload was loaded o the handle and worked well. There was no patient injury.